Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was on blue screen. A field service engineer replaced hard drive and configured all settings and did data sync to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had blue screen. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.